Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
The event was reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.